Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient underwent revision of the obtryx system - curved device on (B)(6) 2017 due to bladder stone encrustation and urethral mesh extrustion. On (B)(6) 2018, the patient underwent subsequent revisions due to unreported reason. Lastly, on (B)(6) 2020, the patient had an erosion of the implanted urethral mesh to surrounding organ or tissue sequela. Boston scientific has been unable to obtain additional information regarding the event to date.